Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged perforation or skin irritation is related to v.a.c. Therapy.

Event description:
The following information was reported to kci by the physician: on (B)(6) 2014, "perforation was partially developed in the base of the wound", and the wound was closed via sutures. V.a.c. Therapy was re-applied. A hydrocolloid dressing was applied to the periwound that was "damaged by stool." On (B)(6) 2014, stool was observed on the granufoam dressing as well as from the perforation site, and v.a.c. Therapy was discontinued. Periwound skin inflammation was also noted. On (B)(6) 2014, intestinal fluids were observed and stool was no longer observed from the perforation site. The skin irritation was noted as "slightly recovered."